Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10m x 2.25mm flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that balloon ruptured at 4 atmospheres during the initial inflation. The device was removed by simply pulling out and the procedure was completed with a different device. No patient complications reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was unfolded which indicates that the balloon had been subjected to positive pressure. Blood was identified in the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a balloon pinhole leak approximately 1mm distal to the proximal edge of the proximal markerband. A visual and microscopic examination observed no damage to the tip, balloon material, markerbands or blades. All blades were present and fully bonded to the balloon material. No kinks or damage were noted along the shaft of the device. No issues were noted with the device that could have contributed to the complaint incident. The rated burst pressure of this device is 12atm. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10m x 2.25mm flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that balloon ruptured at 4 atmospheres during the initial inflation. The device was removed by simply pulling out and the procedure was completed with a different device. No patient complications reported and patient's status was stable.